Event description:
Sudden onset became nauseated and vomited large amounts of stomach content. Dose or amount: l 1500, h 1000, frequency: every dialysis run, route: IV. Diagnosis or reason for use: crd.